Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device has been received for evaluation; however, evaluation process has not yet begun. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿

Event description:
It was reported that patient enrolled in a clinical study had an initial right hip arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2015 due to elevated metal ion levels and audible squeaking during movement. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-04040.